Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the stoma site has been infected for one month. Report indicated that the patient was treated with unspecified antibiotic medication and none of the treatments had effect. Therefore it was decided to remove the tube on (B)(6) 2017 and to switch to oral medication.